Event description:
A surgical technician reported that a patient who underwent bilateral lasik ws diagnosed with trace, diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The patient had no visual complaints. The topical steroid drops were increased to treat the event. In a follow up, technician reported that the event resolved with the treatment. In the surgeon's opinion, the laser did not cause or contribute to the event. No further information is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).